Event description:
Reporter alleged that the hilow drifted down on this bed. They stated that there were no injures and a patient was not in the bed. They stated that the bed was found in a staging area. Reporter stated that the tsr cleaned the hilow brake assy to resolve the problem.